Manufacturer narrative:
The device was not returned for evaluation. No documentation review was possible since the lot number for the broken device was not reported. The complaint is considered unconfirmed. The root cause for this event is undetermined. Linked to mfg report number: 2648988-2019-00018.

Event description:
This is 2 of 2 reports. A risk manager reported that an ins9020 limitorr volume limiting evd 20 ml had a cracked at the stopcock. The product failed during clinical use and there was no delay in surgery. It was unknown if there was patient injury or any medical intervention/revision required. Additional information was received on 08feb2019 from the customer and in the form of a medwatch (mw5082990) indicating that on (B)(6) 2019, a staff nurse identified the cerebrospinal fluid (csf) monitoring system cracked near the flushless transducer made by edwards lifesciences. It was reported that over time (potentially days), the stopcock snapped and caused a csf leakage. It was the 3rd prong on the stopcock where the breakage occurred. The external ventricular drain (evd) was clamped and the evd system was removed. The (B)(6) male patient¿s csf was tested for potential contamination (infection) and it was reported that the patient was ¿completely fine¿.